Event description:
The consumer was driving down the sidewalk and allegedly backed up, causing the chair to fall over the curb with her in the chair. Although hospitalization is alleged, the extent and specific injury is not known.

Manufacturer narrative:
MFR rec'd info from a distributor that a user allegedly was transgressing on a ramp backwards at a restaurant when they inadvertently tipped off the ramp. It's unk if the ramp is in accordance to the ada wheelchair ramp specs. MFR and dealer have had difficulty contacting the consumer who has no apparent phone number. The distributor has invacare that the user has been supplied 3 different chairs due to heavy use. Alleged injuries are unconfirmed. MDR filed as a conservative measure.